Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure for polyps performed on (B)(6) 2026. During the procedure, the clip closed and locked onto tissue but failed to release from the catheter. Opening and closing of the handle and pulling the catheter was able to remove the clip from the scope while still attached to the catheter. There was no damage to patient tissue when clip was removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.